Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient's app will not stay connected to the sensor. A review of the share logs was performed and signal loss was found within the investigation window. The allegation was confirmed. The probable cause was the patient closed the mobile app. No injury or medical intervention was reported.